Event description:
It was reported that acu watchdog failure primary audible alarm on a smiths medical pump.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the right plunger case was cracked and there was no serial number on the main board. A review of the event history log (ehl) identified primary audible alarm and auxiliary control unit (acu) watchdog failure. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker for preventive. Performed preventative maintenance and all functional tests which passed.